Manufacturer narrative:
Additional manufacturer narrative: customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the eval.

Event description:
Info was received that reported a pt was treated in 2008 for an incident of hyperglycemia. The reporter states, the pt had labile blood glucose for several days. When she had a blood glucose reading of "hi", she was brought to the hospital. Upon admit to the hospital, it was >500 mg/dl, she was treated with IV fluids and insulin. The device should be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for eval.